Manufacturer narrative:
The patient weight was requested but was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had signs and symptoms of hemolysis and an elevated lactate dehydrogenase level. It was also reported that the patient's pump had been off for 2 weeks for an unspecified reason. The customer planned to place the patient on heparin and upgrade him to 1a status on the transplant list, but the patient became symptomatic and required an intra-aortic balloon pump on (B)(6) 2016. The patient underwent a pump exchange on (B)(6) 2016. Further information was requested but not yet provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the report of hemolysis, including elevated ldh and the pump being off for two weeks could not be conclusively determined. Multiple requests for additional event information were requested but no further information was provided. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.